Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. No stored events or noise was observed on the presenting electrocardiogram. It was noted a month ago there was an intermittent impedance increase. Patient was seen in the clinic for a follow-up a week later and the boston scientific representative tried provocative manipulation and no abnormal measurements were found. The lead measurements all appeared fine. Technical services suspected the increase in impedances could be a result of electro magnetic interference, although the patient does not recall use of any particular item. The plan is to continue to monitor the patient using the latitude remote monitoring system. At this time, this crt-d and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. No stored events or noise was observed on the presenting electrocardiogram. It was noted a month ago there was an intermittent impedance increase. Patient was seen in the clinic for a follow-up a week later and the boston scientific representative tried provocative manipulation and no abnormal measurements were found. The lead measurements all appeared fine. Technical services suspected the increase in impedances could be a result of electro magnetic interference, although the patient does not recall use of any particular item. The plan is to continue to monitor the patient using the latitude remote monitoring system. At this time, this crt-d and rv lead remains in service. No adverse patient effects were reported.